Event description:
It was reported that the patient had increased pain to the lower back. There was difficulty decreasing the patient¿s oral dilaudid ¿due to possible inadequate response to the medication in the intrathecal pump.¿ the catheter tip could not be identified using MRI (magnetic resonance imaging). An x-ray (B)(6) 2015 showed that the tip of the epidural catheter was tightly coiled in the posterior soft tissues of the back and had migrated out of the spinal canal. The severity was described as ¿mild¿ and no serious adverse drug event occurred. The catheter was surgically replaced (B)(6) 2015. The issue with the entire catheter was possibly related to the device or therapy and not related to the implant procedure. The patient recovered without sequelae (B)(6) 2015. The pump was used to infuse dilaudid, bupivacaine, and clonidine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Corrective regulatory report initiated to include that the event was reportable for serious injury due to intervention required.